Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer reverted to manual injections for insulin therapy. The customer reverted to an alternate method in insulin therapy.